Manufacturer narrative:
Complaint not confirmed. Upon visual investigation, the device returned is cut at the distal end of the shaft, there is not possible to confirm that the tip broke, because the tip was not returned for investigation. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a arthrex employee via sems that an ar-1250fs drill tip broke during creation of lateral femoral foramen. Case involvement, patient effect.